Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed low shock lead impedance (sli) measurements. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.